Manufacturer narrative:
Product event summary: initial analysis confirmed the reported event, the display was out of specification, also there were missing pixel segments. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were broken, and the ring cover was contaminated. Further analysis was performed on the display module. Visual inspection revealed no anomalies. Bench analysis found that active current drain failed. A diode was verified to be the cause of the overcurrent, this was verified by using a thermal imaging camera. After the diode was replaced the active current drain passed. Also, a battery removal test passed. Conclusion: confirmed the failures seen during servicing of the device caused by a diode component failure.

Event description:
It was reported the device failed on current drain test with power on (wait 5 minutes, backlight off). The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).